Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop/ over-retracted.

Event description:
It was reported that the during the attempted implant of the right ventricular (rv) lead the helix would not extend after multiple attempts. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.